Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tube lip, missing end cap sticker and minor scratches on display window noted.

Event description:
The customer reported that the insulin pump's reservoir compartment was damaged. Customer stated that the o-ring broke. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.